Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The hospital would not provide any add'l info.

Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.